Event description:
Pt was revised to address loosening and malignment of the femoral component. The femoral component was reported to be loose at the cement/bone interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in searching the complaint database were not supplied. The investigation could not draw any conclusions about the root cause of the reported event; however, provided information stated poor device positioning was a contributing factor. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.